Event description:
A baxter service technician serviced a colleague infusion pump for damaged battery. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.

Event description:
The facility representative contacted baxter to report that the bolus bottom was stuck on an infusor pump. The serial number provided (B)(4); however, this serial number is not recognized by baxter. The event occurred during patient therapy and therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The account alleged that the head section will slowly drift down.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated. The assignable cause has been determined to be an overtightened switch on the switchboard. The switch was properly installed on the switchboard. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received at baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.